Event description:
Boston scientific crm received information that from an out-of-service form that this device and lead system were explanted due to recurrent infections at the pocket site. The explanted device and leads were sent to the hospital's pathology department and will not be returned to boston scientific's post market quality assurance laboratory.

Manufacturer narrative:
There were no adverse events reported.